Event description:
It was reported that during an unknown laparoscopic procedure, the clip was not fed into the jaws properly though the trigger was grasped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = advancer. The el5ml device was returned with the jaws partially opened. Upon visual inspection, the shaft was noted to be bent at the tissue stop area and the advancer was found to be bent. See pictures. The trigger was manually opened and the mechanism was adjusted; however the advancer broke off during the analysis. The device was cycled and it fed and formed two malformed clips due to the broken advancer. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Possible causes for the damage found on the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.